Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a leak occurred. While preparing the sheath, it showed a leak on the insertion part. Air bubbles where showing up in the valve. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was changed to a new one. The procedure was ended successfully. There were no patient consequences.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a leak occurred. While preparing the sheath, it showed a leak on the insertion part. Air bubbles where showing up in the valve. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was changed to a new one. The procedure was ended successfully. There were no patient consequences. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 00002514 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. Correction: on 26-jul-2024, noted a correction to the 3500a initial as the g1. Manufacturing site name was processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. Corrected the following fields: g1. Manufacturing site name. In addition, corrected . G1. Manufacturer site addr. Street line 1. G1. Manufacturer site city, . G1. Manufacturer site state code. G1. Manufacturer site zip code and . G1. Manufacturer site country code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).